Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead perforated the patient. Perforation was confirmed by computed tomography scan. The lead was explanted and replaced. There were no adverse consequences to the patient. The patient was in stable condition post procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.